Manufacturer narrative:
The reported pump stoppages and hazard alarms were confirmed through the review of the system controller log file. A direct correlation between the left ventricular assist system (lvas) and these findings could not conclusively be established through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2016. On 20nov2017, the patient¿s system controller log file that was submitted to the manufacturer¿s technical services for analysis showed low speed/pump off events recorded on (B)(6) 2017. These events appeared to have occurred while the system was connected to the power module via a patient cable. The patient was asymptomatic. An x-ray image reviewed by the manufacturer¿s technical services department showed a potential area of concern. The doctor declined an external driveline replacement as there were no obvious kinks on the driveline. The patient will remain on an ungrounded patient cable for power module operation and will continue to be monitored. No additional information was provided.